Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the latex gain and the mixing bubble rate settings had been set up incorrectly when the white blood cell (wbc) main board and housing were replaced on (B)(6) 2015. The fse adjusted the latex gain and mixing bubble rates, which repaired the erroneous results. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter act diff 2 analyzer generated vote outs for hemoglobin (hgb) results and hemoglobin and hematocrit (h and h) were not matching. There were no erroneous results generated and there was no change or affect to patient treatment in connection with this event.